Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the loose particulate was found which was larger than 0.60mm. The event occurred during inspection at the distributor inventory. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the zimmer dermatome blade, part number 00880000010 and lot number 63550417, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 12 oct 2017, it was reported from zimmer biomet g.k. That a zimmer dermatome blade had a loose particulate larger than 0.60mm2 in the sterile packaging. On 19 dec 2017, a returned product investigation was performed on the zimmer dermatome blade. The physical evaluation revealed that the returned blade had a red and a white loose particulate inside the sterile packaging which did not meet zimmer biomet's acceptance criteria. The results of the returned product investigation have confirmed the reported event. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer dover. While the returned product investigation confirmed that the zimmer dermatome blade had loose particulates inside the sterile packaging, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.